Manufacturer narrative:
Device not yet returned. Device anticipated to be returned.

Event description:
The nirxcell stent dislodged from the delivery system was reported. Nirxcell inflated to 6 atm and then a "watermelon seed" effect was noticed in which stent moved toward/into aorta. During the next picture, the stent was not seen. Entire system (guide catheter, guide wire, stent delivery system) was removed from patient. Eventually stent was found under flouro in patients sfa. The doctor was able to inflate a different balloon in the sfa to crush the nirxcell into the vessel wall, as stent was not able to be retrieved/removed. Stent had become lodged because patient had a chronic total occlusion in the sfa. Cto was fixed during vascular surgeon's procedure. The lesion was proximal rca near ostium. Patient is currently stable. The nirxcell stent system appeared normal during inspection prior to use. The system was prepped according to the IFU. The doctor did not notice any problem of stent retention on the balloon. No extensive force was used during procedure. There was no injury to patient.